Event description:
The service company reported, "when the unit was opened back panel, we found out the screw of flow valve as running off in the unit. We could not duplicate in our office. But we think it was the reason that this screw caused vent inop supposedly".